Event description:
It was reported by the patient's family and the paramedics that the device failed to deliver therapy while the patient was in ventricular fibrillation (vf) and only began to shock the patient when they had arrived at the hospital. It was also reported that the patient is deceased and the cause of death was listed as suspected myocardial infarction.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.